Event description:
A medtronic representative reported that while in a spinal fusion procedure, the 3mm drill bit broke. The broken instrument was removed from the patient. A different drill bit was brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient weight not available from the site.device lot number, or serial number, not available at time of this report.device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time.no parts have been received by the manufacturer for analysis.